Manufacturer narrative:
Concomitant product(s): ddmb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af) episodes. It was also noted there was high right ventricular (rv) lead threshold with lead trends showing chronic high measurements. Follow up yielded no information and the leads remain in use. No patient complications have been reported as a result of this event.